Event description:
It was reported that removal difficulties occurred. The target lesion was located in the 75% stenosed, moderately tortuous and severely calcified lesion. This 2.00mm rotapro was selected. During removal the device became caught at the tip of the unspecified guide catheter, so the entire system was replaced. The procedure was completed with another of the same device. No patient complications were reported.